Event description:
It was reported that the bd neoflon¿ IV cannula tip was deformed and peeled back while attempting to enter it into the vein during use. Lot numbers 7354446 and 7354451 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "when the nurse was entering the vein, the cannula tip was deformed (peel back).".

Manufacturer narrative:
Correction: an additional lot number was provided by the customer. The following information has been updated: b.2. Date of event: it was reported that the bd neoflon¿ IV cannula tip was deformed and peeled back while attempting to enter it into the vein during use. Lot numbers 7354446 and 7354451 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "when the nurse was entering the vein, the cannula tip was deformed (peel back).". There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 7354446; d.4. Medical device expiration date: 2022-12-31; h.4. Device manufacture date: 2018-01-30; d.4. Medical device lot #: 7354451; d.4. Medical device expiration date: 2022-12-31; h.4. Device manufacture date: 2018-02-08; d.10. Device available for eval? Yes; d.10. Returned to manufacturer on: 2019-08-01; g.4. Device returned to manuf.?: yes.

Manufacturer narrative:
H.6. Investigation summary:the 1 representative sample was subjected to visual inspection, tip od measurement and bevel angle measurement. The 1 representative sample passed the acceptance criteria. No abnormality was observed. A bd quality engineer inspected the returned unit and did not observe any manufacturing related defects or abnormalities. While we were not able to confirm the malfunction, a trend for the peelback issue has been identified for this product line. The returned representative sample passed the acceptance criteria. Based on similar complaint on peelback, the probable root cause could be due to tubing material. CAPA#81917 was issued to review the tubing material. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, improvements to the catheter material and the design of the device are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis.

Event description:
It was reported that the bd neoflon¿ IV cannula tip was deformed and peeled back while attempting to enter it into the vein during use. The following information was provided by the initial reporter: "when the nurse was entering the vein, the cannula tip was deformed (peel back)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd neoflon¿ IV cannula tip was deformed and peeled back while attempting to enter it into the vein during use. The following information was provided by the initial reporter: "when the nurse was entering the vein, the cannula tip was deformed (peel back)."